Event description:
During post dilatation the nc sprinter balloon burst/leak/ruptured.

Manufacturer narrative:
Results: device or procedural images not provided for review. Conclusion: device or procedural images not provided for review. (B)(4).